Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: in the emergency area, there have been inconveniences during the use of peripheral venous access catheters. The catheter opens and causes damage to the blood vessel.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1287619 , and no quality issues were found during production. However, when reviewing the maintenance records for this incident there was a possible issue with one of the catheter tipping machines that could have caused or contributed to this defect. Our quality engineer reviewed the provided video and observed resistance when attempting to puncture the patient. Therefore, based off the provided video and maintenance reports the engineer was able to verify the reported defect. However, without a physical sample available for inspection a definitive root cause could not be determined.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: in the emergency area, there have been inconveniences during the use of peripheral venous access catheters. The catheter opens and causes damage to the blood vessel.